Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 567 mg/dl while wearing the pod between 4 and 24hours. When removed from the infusion site (leg), the pod's cannula was found bent. In addition the patient reports having swelling at the pod infusion site. As treatment, the patient administered a manual shot of insulin, applied a new pod and administered a bolus.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Inspection of the pod found no damages or manufacturing deficiencies that would result in swelling at the infusion site. The cause of the reported swelling event could not be determined. Small cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks had no affect on the functionality of the pod.